Event description:
Boston scientific piranha biopsy forceps broke inside the patient¿s right ureter. It was stuck in the open position. The doctor cut the wire to remove it, but the jaws remained open. She had to carefully back the forceps out without doing damage to the patient's ureter. She did accomplish this but insisted that the instrument be returned to boston scientific to be examined. Product breakage. Return to company and have them made aware of the incident.